Event description:
Information was received from a patient who was receiving morphine via an implantable pump for non-malignant pain. It was reported that the patient stated "I think back in 2020, maybe a few months prior to the scs implant", the pump was implanted in the back and began to move so the healthcare provider (hcp) moved the pump to a new pocket in the front and then they got mrsa (methicillin-resistant staphylococcus aureus) and "everything had to be removed". The pump and catheter were removed. The issue was not resolved as troubleshooting is not needed.

Manufacturer narrative:
Concomitant medical products: product ID 8781 lot# serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(4), ubd: (B)(6) 2016, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8781 lot# serial# (B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2019 product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a healthcare provider reported the patient developed redness and swelling around the pump site. On (B)(6) 2019, the patient was placed on antibiotics. The patient continued to have enlarging swelling and redness around the surgical site with associated purulent drainage. Infection of the pump was suspected and presented for removal of the pump. During the pump removal surgery, the left flank was obviously necrotic and purulent with nonviable necrotic skin edges. Once the skin was incised, there was noted to be large amount of pus that drained out. Some of this was collected and sent to pathology for culture. Then, the baclofen pump generator was taken out and this was disconnected from the catheter and catheter continued to drain some csf some of which was collected and sent to for gram stain and culture. Then, the catheter was freed from the surrounding soft tissue and removed in one piece. Then, some necrotic tissue and the abscess was debrided from the pocket.